Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a demo ilet insulin pump used for training experienced repeated firmware update failures despite multiple attempts on several devices, resulting in the device being unavailable for its intended training function. Symptoms included no adverse clinical effects and no impact to blood glucose because the device was not used for therapy. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included engineering review and software reconstruction steps to assess the update process. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.